Event description:
During installation of the device, the user reported when the cardioplegia and arterial monitors are connected through the safety monitor, the safety monitor would reset. The user also reported the volume tracking display in the cardioplegia monitor blinked continuously. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.